Manufacturer narrative:
(B)(4).

Event description:
The customer reported the wbc bath on their act diff instrument overflowed (10ml) while running a patient sample. The customer opened the front of the instrument, drained the baths, dried the area, ran 50/50 bleach sample, ran two startup cycles and reran the initial patient sample where results matched the previous run. The customer called back stating they were getting hgb voltage failure error messages and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No discrepant results were generated or reported out. Patient treatment was not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place. The field service engineer (fse) was dispatched to investigate the event. The fse replaced valves lv14 and lv15 to resolve the bath overflow. Blood, controls, lyse or diluent may be present in the baths during operation and act rinse during shutdown. Lv14 is wbc bath drain select valve used to control the flow of waste from the baths or the flow of shutdown diluent (cleaner) to the baths. Lv15 is vc1 drain select valve used to route the flow of waste or shutdown reagent (cleaner). Although discrepant results were not generated, the failure mode that was identified has the potential to cause discrepant low cbc results except for mcv if the baths do not drain completely. The cause of the event is can be attributed to valves lv14 and lv15.